Event description:
The customer reported the ventilator was alarming oxygen not available due to a problem with the oxygen manifold in use with the device. The customer reported the device was in use on a patient and there was no patient harm. Loss of the oxygen source can be detrimental to a patient during normal ventilation use. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the oxygen manifold to address the reported problem. Applicable final testing was performed and passed to operating specifications.